Manufacturer narrative:
Estimate was rejected by the customer and the device was scrapped.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the active exhalation control module was found to be physically damaged and was unable to be tested.